Manufacturer narrative:
Patient height reported as (B)(6) centimeters. Additional patient identifier: (B)(6). Date patient pain began is not known (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Part #: 04.037.125s, lot#: 9866778 (sterile) - 11mm/125 deg ti cann tfna 340mm/left- sterile. Quantity 5. Inspection sheet for in-process/inspect dimensional/final and inspection sheet - tfna assembly inspection met inspection acceptance criteria. Component parts reviewed: 04.037.942.2 - lock prong 125 degree, tfna lot ¿ 9505317; 04.037.912.4 - wave spring, shim ended lot ¿ 7722137; 04.037.912.3 - tfna lock drive lot ¿ 9853309; 21127 - raw material lot ¿ 7813438. Raw material received from perryman company. Certified test report received for titanium from perryman and raw material receiving/putaway checklist meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ manufacturing location: (B)(6). Manufacturing date: 03-aug-2015. Expiration date: 30-jun-2025. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient requested that all his hardware be removed due to pain. The original implant date was (B)(6) 2016 for a left radius and ulna fractures and a left femur fracture due to a motor vehicle accident. All the bones were healed and the hardware was removed fully intact. The surgery was successfully completed with no surgical delay. The patient was stable following surgery. This report is for one (1) 11.0mm 125 degree cannulated tfna nail 340mm-left. This is report 2 of 11 for (B)(4).